Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's knee was revised. As reported by rep: "patient was loose laterally". A femoral component and liner were revised to a size 4 femoral component and 4x11 ts insert.